Manufacturer narrative:
This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per ed notes dated (B)(6) 2016: "1.ivc filter migrated and located in the intrahepatic ivc. 2.several hepatic , probable cysts. Slightly hyperdense lesion in the left hepatic lobe, nonspecific. Follow-up liver MRI as an outpatient for further characterization as indicated. 3.left renal cysts. 4. Nonspecific bowel gas pattern. No free fluid". Per the ivc filter removal note dated (B)(6) 2016: "pain from ivc filter": findings: "filter removed with forceps from right ij access".

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to pelvic vein thrombosis, gonadal and iliac vein thrombus, spontaneous intra-abdominal bleed and taken off anticoagulation. Patient is alleging device migration and forceps assisted removal of device. Additionally, the patient consented to have the filter removed due to "stomach pains, chest pains and cramps". Patient notes the filter was removed with forceps via the right internal jugular vein access on (B)(6) 2016 due to "filter causing pain and moved to liver". Patient notes and further alleges experiencing "discomfort in my stomach on my right and left side under my ribs fatigue, shallow breathing and lack of endurance". "I have stress, panic attacks and stomach discomfort. I have a nail condition that my dermatologist is exploring a possible liver problem". Additionally, patient notes limited mobility. Per the ivc filter placement report dated (B)(6) 2012: "a cook celect retrievable inferior vena cava filter was deployed above the renal vein inflow. Post deployment venography was repeated through the sheath demonstrating appropriate placement". Impression: 1. Placement of a right ij suprarenal cook celect ivc filter. It is recommended that the patient return for a ivc filter retrieval when she has regained functional status and can be safely anticoagulated".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Additional information: investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: migration and pain. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported pain, discomfort, shallow breathing, fatigue, lack of endurance, panic attacks, nail condition, limited mobility is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.